Manufacturer narrative:
Is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2022-03498.this follow-up report is being filed for awareness of this duplicate report. A correction report MDR 2518422-2022-03498-1 has been filed for awareness about the duplicate report.

Manufacturer narrative:
Section b5 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging machine filter filled with black specs or debris, extreme fatigue and not breathing correctly, stomach infections, stops breathing over 300 times during sleep study, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.